Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation so the cause of the reported issue could not be conclusively determined. User error in making the incorrect connections with the system cables was a contributing factor, along with the failure of the s-video cable. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The issue was resolved through troubleshooting with the assistance of olympus technical support. In troubleshooting the issue with the reporter, it was determined that an image could be obtained once the video cable was moved from pc out to comp out. In addition, a faulty s-video cable was identified.

Event description:
A user facility reported to olympus that no image was observed on the monitor when using the cv-180. There was no patient injury or harm, associated with the problem, reported to olympus.